Manufacturer narrative:
The device was not returned to medtronic for evaluation. One image was received from the customer. The image shows multiple bend/kinks on the catheter coil/heating element. The image also shows evidence of fep melt resulting in fep bubble. The fep appears to be damaged. The coil winding looks stretched in multiple places. The coil is exposed. If information is provided in the future, a supplemental report will be issued.

Event description:
Physician was attempting to use a closurefast catheter to treat the great saphenous vein(gsv) and the short saphenous vein(ssv). IFU was followed and the device was prepped without issue. It was reported that the patient was initially treated on the gsv on 1 leg without issue. Patient underwent another procedure on the ssv with the same catheter. Patient reported feeling a tingling feeling on their leg during ablation. The physician stopped ablation (8 seconds remaining) and pulled out the catheter. Upon inspection the middle of the coil looked melted and the coating looked to peeled off. The procedure was unable to be continued. It was reported the vein did not close and 6-7 segments were treated. Additional treatment was required. No patient injury was reported.

Manufacturer narrative:
Additional information received: patient was treated with closurefast again several days later. Evaluation summary: the closurefast catheter was returned for evaluation. No ancillary devices, cine, images or procedure notes were returned. Visual inspection of the catheter shaft revealed a kink proximal to catheter strain relief. Visual inspection of the catheter coil/heating element revealed coil damage. Examination of the coil under magnification revealed multiple bends/kinks. There is evidence of fep melt, bubbled, and stretched coil winding and the coil is exposed. If information is provided in the future, a supplemental report will be issued.